Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer replaced rail to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system full length drawer of tracks not closed, which caused delay in dispensing the medication. The customer stated that they would obtain the medication from the pharmacy counter if it were required urgently. There were no adverse events or injuries reported based on this event.